Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy evo australia, device at third-party service center, a "pressure sensor mismatch" error code was found in the ventilator's downloaded error log. The device's (flow element/sensor) machine flow sensor was replaced to address the issue. Additionally, not related to the issue the device's muffler, battery and tubing-system were replaced as per fc. The device's tubing-system pca, tubing-fio2 tubing/housing and tubing-blower chassis are contaminated. The device's muffler, tubing/housing, and fio2tubing/housing have been replaced to address this issue. The power cord was replaced due to being out of spec.